Manufacturer narrative:
On (B)(6) 2020, the patient reported tenderness along the implanted stimulator to the cr. The patient reported that he believed the pain would go away, but it did not subside. The patient reported that the stimulator helped with the post herpetic neuralgia but the tenderness along the stimulator was enough to make the patient want it explanted. On (B)(6) 2020, the cr reported that the patient had a successful explant of the stimulators. Cr reported that pain has diminished and patient is doing well. On (B)(6) 2020, the cr reported the patient is thin and the stimulators were implanted superficially at the ribcage. There was not much tissue in that area and the tines were irritating the skin because they were not implanted deep in the body. Due to this, the patient wanted the explant and not a revision.

Event description:
Stimwave quality has investigated the details for a reported physical discomfort (tenderness) along the implanted stimulator, submitted to the stimwave complaint system on may 21, 2020, by clinical representative (cr), in the united states. Cr became aware of this issue may 21, 2020.